Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from this patient's family that six days following implant of a temporary pacing wire, used during the implantation of a bioprosthetic valve, this patient expired due to a perforation of the patient's heart that occurred during the removal of this temporary pacing lead. The family reported that ¿bleeding was likely to have occurred during removal of the heartwire" as per the hospital's internal investigation; the family also reported that the facility admitted error regarding this event. The facility name, specific device information, and physician's name have not been reported.

Manufacturer narrative:
Medtronic received additional information that the lead explant and perforation occurred six days post implant. Eight days post implant, the patient expired. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the physician noted that there was no malfunction of the device. If information is provided in the future, a supplemental report will be issued.